Event description:
The customer reported that when the unit warmed up, the live image would go black. There is no report of pt injury.

Manufacturer narrative:
A ge representative performed an onsite investigation. The interconnect cable was replaced and the lemo connector was tightened. The system was then found to be operating as intended.